Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum driver was visually inspected upon receipt, and it was found to be in good overall condition. Also, sleds and cocking slide are worn and discolored, one screw was stripped, broke while still in main body was identified. The device was functionally tested and failed the cannula and stylet sled force test results as out of tolerance due to gun is very dry identified during evaluation causing gun primed and fired with lot of resistance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failed to prime and the investigation is determined to be confirmed for the identified device primed and fired with lot of resistance issue. The root cause for the reported failed to prime issue cannot be determined as the problem could not be reproduced. The root cause for the identified device primed and fired with lot of resistance was determined to be gun is very dry. During the evaluation, it was also determined that the sleds and cocking slide are worn which was likely to contributing to identified device primed and fired with lot of resistance issue. Labeling review: a review of product labeling documentation e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End users may sterile the instrument after each cleaning and lubrication. Expiry date: 12/2023.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly was unable to be primed. There was no patient contact.